Manufacturer narrative:
(B)(4). This is a report of use error, where therapy was initiated prior to the patient being connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient initiated the initial drain prior to connecting to the patient line for peritoneal dialysis therapy. The patient then connected to the setup. The technical services representative assisted the patient with ending therapy and reviewed proper procedures with the customer. The customer would start over with all new supplies. There was no patient injury or medical intervention reported. No additional information is available.